Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a connector issue. It was indicated that the atrial connector was broken and pushed into the device. It was also indicated that the hanger assembly was broken and the battery drawer was sticky. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not capturing and had a connector issue. The epg was returned for service. There was no patient involvement.